Event description:
On 11/02/2006 abbott point of care was contacted by customer who stated that a pt's pt/inr result on the I-stat system was 2.2. Sample tested on I-stat system was drawn by venipuncture and collected in a plastic tube without anticoagulant. The pt stated that she had not taken coumadin for 4 days. A tube containing citrate was then drawn on this pt and tested in the laboratory and the result was 1.4.